Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable had melted and burned. No reported impact to the patient's blood glucose levels. The pdm was previously reported for a communication error.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.